Event description:
It was reported that (1) device was used during a posterior repair. It was reported by the affiliate that the lcsk5 instrument worked for a short duration of procedure then the instrument stopped vibrating. Sutures were used to complete the case. The pt op extended by 2 hours and pt had to have a blood transfusion and sent to ICU.